Manufacturer narrative:
Updated fields: b4, d4 (serial#), e1 (event site email), g4, g7, h2, h4, h10, h11. Corrected fields: g3, g4(02-jan-2020), e1 (event site country), h6 (patient code). The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service representative got in contact with the customer for additional information. The customer reported that the serial# of the iabp involved in this event was (B)(6) and that the occurrence of the event it only happened once. Getinge no longer services cs100 iabps; therefore, repairs if any, will not be done by getinge. If any pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during use on an open heart patient the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure and became inoperable. Then went into "standby" mode for 20 minutes until changed out with a different intra-aortic balloon pump. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on an open heart patient the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure and became inoperable. Then went into "standby" mode for 20 minutes until changed out with a different intra-aortic balloon pump. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10.

Event description:
It was reported that during use on an open heart patient the cs100 intra-aortic balloon pump (iabp) experienced an autofill failure and became inoperable. Then went into "standby" mode for 20 minutes until changed out with a different intra-aortic balloon pump. It is unknown if there was any patient harm/injury; however there was no adverse event reported.